Manufacturer narrative:
(B)(4). Date sent: 05/05/2025. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
(B)(4). Date sent: 05/19/2025. Updated data: d4 (lot number, expiration date), h4. Corrected data: b1, h1, d4 (UDI). Investigation summary: the product was returned for evaluation, which included visual inspections and functional testing of the returned device. Visual inspection findings determined that one ech60l device was returned with no visible damage and a gst60w reload already loaded onto it. The reload (a) was received partially fired 1/16, additionally, four other reloads were returned, reload (b) was completely fired and reloads (c, d, and e) were received unfired. The returned device, along with reload (a), was tested for functionality in the straight position. After resetting the reload and reloading, the device successfully completed its firing sequence without any issues. The staple line and cut line were both complete, and the staples met the release criteria. However, it produced an unusual noise during operation, and it was noted that the one-piece sled (bull nose) was damaged. There was no obvious damage to the reload deck, suggesting that the reload may not have been fired against a hard object. The returned reloads (c, d, and e) were also tested for functionality in the straight position with the returned device. They successfully completed their firing sequence without any difficulties, with the staple line, cut line, and staples meeting the release criteria. The damage to the one-piece sled has been correlated to the design of the product. Ethicon endo-surgery will address this issue through its quality management system. The event log was reviewed. An event was found that typically indicates that the knife encountered the firing safety lockout mechanism. This mechanism ensures that the knife cannot deploy without an unfired reload installed. It is possible that it occurred due to improper installation of the reload. Always ensure that the retaining cap is in place when a reload is installed into a device. Furthermore, monitoring for additional complaints will be conducted as part of post-market surveillance to identify any potential safety signals through complaint trending. Device history review: a manufacturing record evaluation was performed for the finished device batch number c9e50v, and no non-conformances were identified.

Event description:
It was reported that during a sleeve gastrectomy procedure, they opened up the stapler and fired a load, the second firing but had unformed and malformed staples. So they replaced the device with the new device and same lot number on the reloads the device made a weird noise. The case was completed with a like device and different lot number for the reloads. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 03/26/25. D4: batch #unk. B3: only event year known: 2025. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.